Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating the device's ECG cable pins. No patient or user harm were reported.

Manufacturer narrative:
Serial number and product UDI.